Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. Concomitantly, a mitral valve replacement also was performed. On (B)(6) 2017, moderate aortic regurgitation secondary to reported incomplete coaptation was noted on tee. The 23mm trifecta valve was explanted and replaced with a 23mm sorin valve.

Manufacturer narrative:
The results of this investigation indicated the trifecta valve met specifications as supported by the valve's device history record and the analysis performed. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.